Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17; changing your pod 3 / page 24. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Changing your pod 3 / page 34. Warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Living with diabetes 11 / page 117. At least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient reported after wearing the pod between 36 and 48 hours on the arm. She noticed her site was red and that it hurt. She went to see her doctor who prescribed antibiotics for her site infection. The patient¿s blood glucose reached 11.7 mmol/l (211 mg/dl). The pod was worn between 36 and 48 hours on the arm.

Manufacturer narrative:
The returned product was evaluated and found no evidence of any damage or manufacturing deficiencies that would cause an infection at the infusion site. The soft cannula and formed needle were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported event could not be determined.